Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by the mother of patient that it was difficult to disconnect the trach from the tube for cleaning. Rn noted that the mother does not have a wedge to use to disconnect it at home and was not provided with training on how to disconnect the hose from the product while they were at the hospital. No adverse health outcome resulted from this event.